Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hypoglycemia after announcing a meal as less than usual, followed by subsequent hyperglycemia and an automated correction that was perceived as excessive, leading the patient to disconnect from the ilet and use oral glucose, juice, and food before reverting to a backup insulin pump. Symptoms included hypoglycemia with a reported nadir of 20 mg/dl. Outcomes included temporary interruption of therapy and use of backup treatment, with no ketone testing, no medical intervention, and no hospitalization. Investigation included complaint handling with user education and troubleshooting support. Investigation of this case revealed user training needs and meal announcement use for correction contributing to glycemic excursions. It was concluded that device performance was consistent with design, with use error related to meal announcement and lack of training contributing to the event.